Event description:
Device was opened out of packaging and found to be kinked before it was used in the pt.

Manufacturer narrative:
Technical eval: there was a kink 5 cm from the distal tip and another kink 13 cm from the distal tip. Conclusion: since the physician noticed this kink out of packaging, the kink may have occurred during the packaging process at penumbra. The DHR of this manufacturing lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dates december 31, 2009. A review of the device history record (DHR) was completed on part# 1147-01 (lot # l11984). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. The DHR indicated that 100% inspection of the devices resulted in 5 visual failures of which 2 were kinking. All parts released met specifications. An ncr was issued for the lot (ncr #446) due to label reconciliation in which 100% inspection was performed to reconcile the labels. No other anomalies were found with this lot. The parts released in this lot met the required criteria and are deem acceptable.